Event description:
(B)(4).

Manufacturer narrative:
(B)(4), a (B)(4) clinical manager, was on-site at the hospital at the time of the incident. He reported the incident to (B)(4) for dr (B)(4). (B)(4) worked with medfact engineering to obtain and investigate the device malfunction. During a phone interview with (B)(4) immediately following the report on (B)(6) 2014, (B)(4) reported that the catheter was deployed several times during the procedure, which is standard; however, during this procedure, the physician twisted the catheter 2 or 3 times while it was deployed in an attempt to re-position it. The catheter was pulled back into the introducer several times successfully. On the last return to the introducer, the spline was sticking out of the introducer.